Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record review was performed for the finished device batch mjh879, w8802 and no non-conformances were identified.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle pull out from the suture during use. It was unknown what was used to complete the procedure. There were no patient consequences reported.